Manufacturer narrative:
Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune universal handle broken (B)(6) 2018 during implantation of femoral component. There were no pieces left in the patient and no delay caused as there is a second handle on the set. Theatre staff have requested the replacement as soon as possible please.